Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.5/113 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length, different model lens due to refractive surprise and dizziness. The problem is resolved. The cause of the event is reported as unknown. The surgeon states, "as overcorrection of astigmatism, the patient felt dizzy and couldn't adapt to it, so a non-toric icl was replaced."

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).